Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained from the rep: I have since spoken with the surgeon and spoke about making sure she completely compresses the handle to ensure the clip closes completely. She said she will do that moving forward.

Event description:
It was reported that during a sleeve procedure, the clips did not close completely. The clips used to close completely and be flat and tight, now they look more like a v shape. Suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91n6j. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Based on the photo evidence, the event description of malformed clips can be confirmed. The likely causes of clip formation issue are application of clips over a staple line.